Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15239264 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an aneurysm coil embolization the trufill orbit coil unraveled/stretched. The physician prepped the coil correctly and then inserted it in the y-connector, and tried to push the coil but he felt something wrong. So he pulled out the coil and the coil was stretched. An adequate continuous flush was maintained through the mc at all times, and no damages were noticed on the mc, delivery system or coil that may have contributed to the event. The coil didn't insert in the mc just stopped at the mc's hub. After the event, the coil was removed and then used other coils. Other than the reported event, no other damages were noticed on the delivery systems or coil etc, and the coil did not detach. There were no reported injuries for the patient. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received unzipped without damaged. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage. The embolic coil was found stretched and it was still attached to the gripper. The gripper and the embolic coil were inspected under microscope. The gripper was found without damage just residues of dry blood could be observed on it while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The cause of the coil stretched and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; procedural and handling factors appear to have contributed to these damages. Additionally inspections are in place as per (B)(4) rev. 24 that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The cause of the coil stretched and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; procedural and handling factors appear to have contributed to these damages. Additionally inspections are in place as per (B)(4) rev. 24 that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Review of the information suggests that procedural issues may have contributed to the confirmed unraveled/stretched failure.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received unzipped without damaged. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage. The embolic coil was found stretched and it was still attached to the gripper. The gripper and the embolic coil were inspected under microscope. The gripper was found without damage just residues of dry blood could be observed on it while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The cause of the coil stretched and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; procedural and handling factors appear to have contributed to these damages. Additionally inspections are in place that prevents these kinds of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
When the physician tried to use trufill orbit coil, it was stretched in the y-connector. The physician prepped the coil correctly and then inserted it in the y-connector, and tried to push the coil but he felt something wrong. So he pulled out the coil and the coil was stretched. An adequate continuous flush was maintained through the mc at all times, and no damages were noticed on the mc, delivery system or coil that may have contributed to the event. The coil didn't insert in the mc just stopped at the mc's hub. After the event, the coil was removed and then used other coils. Other than the reported event, no other damages were noticed on the delivery systems or coil etc, and the coil did not detach.